Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
Philips service engineer reported no flow from blower during testing. Replacement of the blower is necessary. The service recommendation was provided to the customer for approval.

Manufacturer narrative:
Philips service reported no flow from blower during testing. Replacement of the blower was determined to be necessary. The engineer provided the analysis findings with recommended corrective actions to the customer however the customer declined repair. The device was scrapped at the customer request and is no longer in service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.